Event description:
It was reported that the device would lock up and reset upon power up. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a improper seating of the memory board assembly. After reseating the memory board assembly, proper operation was confirmed and the device was returned to the customer.